Event description:
On interrogation the riata lead was found to have significant amount of noise suggestive of a lead fracture. On fluroscopy and visualization after removal, there were no externalized conductors noted. However, the lead was not functioning properly.======================manufacturer response for ICD lead, riata (per site reporter).======================st jude acknowledged that the lead was under class 1 recall and needed to be extracted.